Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. It was determined that the latch lock sensor was the root cause and was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette is not attaching properly and keeps triggering an alarm. The device evaluation noted a defective latch lock sensor. The event occurred during testing.